Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history settings issue. It was reported that when the user's blood glucose was above range, the pump was warning "pump is above range" every 15-30 minutes instead of every hour where patient has pump set. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history settings issue.

Manufacturer narrative:
Follow-up # 1 date of submission 08/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2016 with the following findings: a review of the pump cgm history showed multiple "cs213 bg above limits" warnings on (B)(6) 2016. During investigation, a review of user settings showed that the cgm high limit alert was disabled and set to 200mg/dl with 120 min snooze time. During testing, a test transmitter was paired with the pump successfully. Blood glucose (bg) calibration of 120 mg/dl was accepted in two attempts within two hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during the investigation; a test ¿cs213¿ warning was simulated with 120mg/dl as threshold and 30 min as snooze time. The pump gave the appropriate ¿cs213¿ audible and visible alerts during testing. The original complaint of ¿inaccurate snooze time¿ was not duplicated during investigation. The cgm warning snooze feature was found to be functioning appropriately. Unrelated to the complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).